Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the ground prong on the electrical plug was broken. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The complaint is confirmed by the field service representative (fsr). The fsr replaced the plug and the unit operated to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.